Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broken 4-7 mbt punch.

Manufacturer narrative:
Examination of the returned device confirmed the tab is broken. The root cause is attributed to design. (B)(4) were initiated as a result of (B)(4) to address tab fracture. The updated design will be released with a new product code however; no products have been released for distribution at this time. No further corrective action required. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.